Event description:
Additional information received from a manufacturer representative reported that they were supposed to see the patient on (B)(6) 2016 but the patient cancelled. The appointment was rescheduled for (B)(6) 2016.

Event description:
The manufacturing representative (rep) noted that the patient has new pain on the top of their head. It was noted that the pain in their left temple area is okay, and that the new pain only happens a few days a week. It was mentioned that the patient was coming off of medications, so they suspected that may have been part of the cause of the new pain. Impedances were within normal range. The rep did some reprogramming for the patient, and showed them how to change between groups with their programmer. Additional information was received from the patient. The patient stated that their pain on the left side has not been completely resolved. They noted that adjustments have been made to their device, but the pain continues situationally depending on activity, stress level, and is sometimes unbearable. The patient stated that their device has not been a "solve all", but has helped considerably.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of therapy. The patient had 3 days of debilitating pain since implant. The pain was on the left side and the day prior to the report the patient was so sick with pain they had to leave work. The patient never turned stimulation off, only up or down and turning stimulation up didn't help the pain. The patient had pain on (B)(6). Additional information received from a manufacturer representative (rep) indicated the patient experienced worsening headaches when increasing stimulation. The rep would be meeting with the patient for programming. The indication for use was non-malignant pain and headache.

Manufacturer narrative:
Correction: was updated as the additional information provided an earlier date of first onset of the event.

Event description:
Additional information was received from the patient. It was reported that the patient had the stimulator implanted for headaches and she was still getting four headaches a day. The patient thought this would be a cure all and it was frustrating. The patient was to follow-up with a healthcare professional. The headaches occurred since implant.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.